Event description:
During troubleshooting with baxter global technical services for report of a check lines and bags alarm, the home patient (hp) stated he/she had changed the cassette but not the bags. The baxter technical service representative (tsr) advised the hp to restart with all new bags and cassette. The hp confirmed to restart therapy. The patient was not connected to the contaminated set up. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a use error was confirmed. The cause was determined to be use error - the patient changed out the cassette but not the bags. The label review found the labeling adequate for the use error in this complaint. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.